Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102552) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "most apparent problem is that my lifelong asthma has gotten much worse over the last 2 to 3 years while using the CPAP machine". " also, it has been suggested that the voc fumes from the deteriorating pe pur foam may have played a role in my prostate cancer and in my non-hodgkins lymphoma". Patient also stated, " have stopped using CPAP device". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.